Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a digestive endoscopy with band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device successfully deployed the first elastic band, but failed to fire the remaining elastic bands. Reportedly, the device was removed from the working channel. The procedure was not completed due to this event. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a050501 captures the reportable issue of bands failed to deploy. Problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was not secured in the handle slot when received and the slack was not properly removed. The suture was intact and it was attached to the distal trip wire loop. Additionally, the ligator head was returned with six bands attached, some were slightly moved out from their original positions. Microscope investigation was performed, and it was found the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, it is likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have caused the trip wire to slip through the handle during deployment, leading to an improper deployment of bands and damage to the ligator head teeth. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a digestive endoscopy with band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device successfully deployed the first band, but failed to fire the remaining elastic bands. Reportedly, the device was removed from the working channel. The procedure was not completed due to this event. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.